Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) pump underwent a thorough analysis. The component was microscopically inspected, leak and functionally tested. Under microscopic evaluation, it was noted that the pump tubing was cut in the middle of pump strain relief; therefore, it was not returned for analysis. The component passed leak examination; however, it did not pass the functional test of activation testing. Based on the information available and analysis results, the pump not passing the functional inspection could have caused or contributed to the reported clinical observations.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which it was noted that the pump was dimpled; therefore, the component was removed and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which it was noted that the pump was dimpled; therefore, the component was removed and replaced. There were no patient complications reported.